Event description:
It is reported that upon inserting the surface it was chipped. A new articular surface was opened and implanted.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.